Manufacturer narrative:
Device is a combination product. A promus premier ous mr 32 x 2.75mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Damage was noted to the proximal end of the stent with struts bunched in a distal direction consistent with the proximal end of the stent meeting a resistance or obstruction during withdrawal from the lesion. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. The hypotube kinks most likely occurred as a result of an unintentional use error during post procedure handling or re-packaging of the device for return. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the tip identified tip damage consistent with the tip encountering a resistance or an obstruction during the failed attempt to cross the lesion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12-dec-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 32mmx2.75mm, concentric, de novo target lesion was located in the moderately tortuous and none calcified mid to distal left anterior descending artery. The lesion contained >45 and <90 degrees bend. A 32 x 2.75mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.